Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. A tactile and microscopic inspection of the sealed sutures was performed with no ab normalities. The visual inspection of the opened sample noted four sutures and eight needles. Two sutures had a needle disengaged each. Under microscopic inspection, instrument marks were noted near the swaged end of both needles needle. Further inspection of the detached needles noted that a needle had a collapsed swage with instrument marks on both sides. A needle attachment test was performed on the sealed and untouched samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass procedure, both of the reported device had trouble of needle disconnection and thread cutting. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.